Manufacturer narrative:
(B)(4). The following catheter segments were returned for analysis: straight pump connector + 7.5cm of proximal catheter segment attached, at 28 cm of distal catheter segment which includes the dispensing holes. The segments passed patency and pressure testing. No significant anomalies were noted. The pump connector was noted to have a tear; no leakage was noted during testing.

Event description:
It was reported that a catheter replacement took place on (B)(6) 2010. The reason for the replacement was the catheter was "cracked"; the pump was not explanted or replaced. The pump contained morphine and marcaine. The pt experienced withdrawal and increased pain. The pt recovered from the event.